Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered faulty power supply caused spare lamp to turn on, worn out socket slider switch cause intermittent use of high intensity mode, olympus lamp life meter was reading at 100+hours and light output measured within range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the spare lamp light was still on after replacing lamp on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the event occurred due to a faulty power supply unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.